Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an afib ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the pentaray catheter could not be advanced into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, there was too much resistance. They reported that it appeared that some orange material was pushed into the hub on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. It was noticed that the pentaray catheter became kinked, as a result of the resistance with the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The pentaray catheter was replaced and the issue resolved. The procedure continued. Additional information was received. There was no damage observed. Hemostatic valve appeared blocked. Hemostatic valve (gasket) did not dislodge inside the hub but dislodged outside the hub. The brim cap/hub did not detach from the sheath. Picture attached. Air did not enter the patient¿s body. No blood return observed. There were no physical damage/deformation on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was partially blocked. The dilator was not able to be moved through the sheath. The dilator/catheter was not stuck in the sheath. The damage did not result in wires being exposed or in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The catheter was pre-shaped. The kink on the catheter was assessed as not MDR reportable for a shaft bent issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ persistent ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the pentaray catheter could not be advanced into the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, there was too much resistance. They reported that it appeared that some orange material was pushed into the hub on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. Additional information was received. There was no damage observed. Hemostatic valve appeared blocked. Hemostatic valve (gasket) did not dislodge inside the hub but dislodged outside the hub. The brim cap/hub did not detach from the sheath. Air did not enter the patient¿s body. No blood return observed. There were no physical damage/deformation on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was partially blocked. The dilator was not able to be moved through the sheath. The dilator/catheter was not stuck in the sheath. The damage did not result in wires being exposed or in any lifted or sharp rings. There was resistance or difficulty during insertion or removal of the catheter. The investigation evaluation was completed on 24-feb-2023. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, the hemostatic valve was damaged. It seems that it was separated in two or more pieces. The issue reported by the customer was confirmed based on the picture received. It is not possible to assign a root cause based on the current evidence. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. This product issue will be addressed through bwi's quality system. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. A picture was received from the customer on which the hemostatic valve seemed damaged; however, the visual analysis of the physical product returned revealed no damage or anomalies on the sheath and the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. Also, the returned sample was connected to a syringe with water and no leakage was observed. Then the irrigation test of the side port was performed, and no issues were observed. Device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer could not be replicated during the product investigation. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the picture provided. Investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: valve(s) (g04135) were selected as related to the picture analysis of the customer¿s reported ¿hemostatic valve separation¿ issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the device evaluation of the customer¿s reported ¿resistance with sheath¿ and hemostatic valve separation¿ issues if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).